Event description:
It was reported that during an unknown procedure, the knife blade indicator could not go forward at the second stroke of first fire. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged firing shuttle. The analysis results found that one sc60 device was returned with the firing mechanism damaged and without a cartridge reload present. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.